Event description:
Boston scientific was notified that during an event when evacuation of the gateway pta dilatation catheter was performed, a crack in the balloon was found. No complications with the pt were reported during this event.